Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device was also listed in this report: cat #: unknown-duracon insert ; lot #: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
The following was reported: left knee revision. "A duracon insert and baseplate were removed. A 3x13 cr insert was implanted. 12x50 cemented stem also implanted. Reason: infection.